Manufacturer narrative:
Submit date: 03/08/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the tubing is coming apart during testing.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Since this complaint sample has not been returned to us for evaluation, the issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.